Event description:
The device was returned for a dsps sensor failure. Upon starting up the device, a red pump problem alarm was displayed. Log files were reviewed and indicate multiple dsps failures. Device was opened to inspect for damage. A crack was found on the retaining plate near the lever arm. Damage was also identified on the yellow wire of the fva motor. The fva assembly installed in the device was removed and replaced with a fva assembly designed for testing and engineering purposes. The device was able to pass mock infusion testing successfully with the engineering unit installed and no alarms occurred. The original fva assembly was inspected and found that the pressure sensor on the av flag board was not functioning correctly.

Event description:
The following has been reported: biomed reported: problem: unknown. Sn: (B)(6). No reported error. No patient involvement. A preliminary review identified the following issue: sensor hardware failure (dsps sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.